Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore are unable to determine definitive cause of event.

Event description:
It was reported that patient underwent a revision surgery for rod revision at l1-l2,require rod change and rod connector. Patient already had implants in from t2-pelvis with several screws missing throughout the middle of the construct. Plan was to replace screws in the lower half of the patient with other screws,then add axial connectors to the existing upper construct and place screws on the lower half. Intra operative a tip of driver broke in the screw so he placed the small piece of rod into the screw, put a set screw back on to make the screw fixed, then placed the counter torque over the head or the screw to get the screw in. This was when the head of the screw broke. Part of the thread was sticking out so he cut it off with a burr so it was flush with the pelvis. Doctor did not place another screw in the pelvis on that side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.